Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx closure device and delivery system (wds) was advanced through a watchman access system and positioned at the laa. The wds was deployed. Release criteria were assessed. It was noted that the initial tug test was a little aggressive and the device had moved proximally. The tug test was re-performed more gently. Release criteria were met and the 24mm closure device was implanted. Approximately one (1) hour post-implant a transthoracic echocardiogram (tte) was performed which noted a pe surrounding both ventricles evenly. Ttes were performed hourly over the next five (5) hours. The pe grew between the first and second tte but remained stable thereafter. A pericardial drain was placed and approximately 280cc of dark red fluid was removed. The drain was kept in out of caution. The patient remained stable throughout. The physician suspects the pe may have been caused by the initial tug test.